Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a unknown size amplatzer septal occluder was implanted. On (B)(6) 2019, pericarditis symptoms were reported and pericardial effusion was noted. A pericardial tap with resolution was performed. Patient status is unknown. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.